Event description:
Philips discovered that intermittently the generator on this x-ray system stops working and there is no fluoro.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.